Event description:
The customer contact reported a backflow of solution. On an unspecified date, the primary tubing set was being used to deliver 250ml of normal saline, at an unspecified rate. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of thiamine 100mg/26ml, at a rate of 50ml/hr. The primary solution container was hung lower than the secondary solution container. The customer contact reported that shortly after the delivery was started, backflow of solution from the secondary solution container into the primary solution container was noted. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. The customer contact reported a delay in changing the tubing set; however, there were no adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.